Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that downstream occlusion seal was ripped and bubbled. This event occurred during testing. There was no patient involvement or harm.

Manufacturer narrative:
One device was returned for analysis. No applicable service history or event history was found. Complaint of downstream occlusion (dso) seal was ripped was confirmed with visual inspection per. The dso seal was replaced. Device passed testing post repair.